Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Subsequently, the pump shut off due to insufficient power. Customer reported blood glucose level was 164 (mg/dl). Reportedly, the customer did not have backup insulin therapy at the time of the call. The customer declined a follow up by tandem technical support to ensure an alternate insulin therapy method was obtained.